Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during unpacking inadvertent mishandling resulted in the tip inadvertently being pulled causing the stent to slightly pull out and prematurely deploy; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during unpacking of a 6x150mm absolute pro ll stent, it seemed that the stent had prematurely partially deployed (not flowered) exposed partially out of the shaft. The device was not used and there was no patient involvement. A 5.5x150mm supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.